Event description:
V500 drager was found to be autocycle while on the patient and not ventilating patient appropriately. Patients vital signs stable. Ventilator taken out of service. Rcs equipment manager notified. Airway obstruction flow sensor failure, disposable sensor was replaced, and passed testing.